Event description:
The customer reported that the device received error 240.4150. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 240.4150. Technical support - 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Recommended replace bottle side pressure sensor. A review of the device history record showed the device had a manufacture date of 07/23/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended replace bottle side pressure sensor a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error 240.4150. There was no additional information provided and no patient involvement.